Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens reviewed the back-up files that were provided by the customer and determined there was no indication of a system nor reagent malfunction. All controls are in range on the day of the event. Maintenance was performed regularly. All inspected kinetics were evaluated correctly by the system software. The cause of the discordant, falsely low pt, inr and falsely elevated prothrombin time (pt) pt% results was due to a pre-activation issue. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low prothrombin time (pt), falsely low inr (international normalized ratio) and falsely elevated pt % results were obtained on a patient sample using thromborels (lot 562877) on a sysmex cs-5100 system. The discordant results were reported to a physician(s), who questioned the results. The patient was redrawn and a new sample was tested on an alternate sysmex cs-5100 system using the same reagent and resulting higher for pt, inr and lower for pt %. The result obtained on the new sample was reported to the physician. The initial sample was repeated on the initial sysmex cs-5100 system and the result correlated with the new sample results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low pt, inr and falsely elevated pt % result.